Event description:
Rn hung new bag of cardizem 100mg/100m @ approx 0900 via baxter IV pump. At 1420 rn went to decrease rate, found cardizem bag empty--pump display read 77.5ml remaining (rate 5mg or 5cc/hr). Pump removed from service. Pt transferred to ICU for closer observation. Bp 100's 90's / 50's 60's.